Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements in an in-clinic visit. Technical services (ts) reviewed the device data an provided recommendations for shock configuration. No adverse patient effects were reported. This rv lead remains in service.